Event description:
It was reported that this pacemaker had a supraventricular tachycardia (svt) episode. Technical services (ts) was consulted and reviewed stored episodes, and the pacemaker was noted to be exhibiting undersensing for its right atrial (ra) channel. The device sensitivity settings were reprogrammed and further in clinic examination was recommended. This pacemaker remains in service. No adverse patient effects were reported.